Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. This report represents the second valve used in the case. Please reference related manufacturer report number 2015691-2020-15187. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors, (no annular calcification and aortic insufficiency) were likely contributing factors for the valve embolization into the ventricle; resulting in death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.

Event description:
A patient who underwent an aortic root sparing procedure was attempted to be treated with a 29mm sapien 3 valve for aortic insufficiency. During implant of the 29mm sapien 3 valve, the valve embolized into the left ventricle. The valve was pulled back into the annulus with the commander balloon. A second 29mm sapien 3 valve was attempted to be implanted to anchor the first valve in position. However, both valves embolized into the left ventricle. The procedure ended with both valves remaining in the left ventricle. An unknown time post procedure, the patient expired. Team was aware of the indication and that this procedure was off label, as the patient had no annular calcification.